Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve embolized due to a loss of capture during pacing. While attempting to bring the embolized valve into the descending thoracic aorta, the team was unsuccessful. Therefore, they attempted to oppose the valve in the ascending aorta, but after increasing the volume in the inflation device, the balloon ruptured at full inflation. As the team attempted to remove the delivery system, the balloon would not enter the esheath, and the esheath started to split at the distal tip. The devices were then attempted to be remove as one unit, but this was unsuccessful. A vascular surgeon was called, and the balloon was removed through cut down. While prepping a second valve, the loader cap diaphragm wouldn't stay in place. The patient was converted to surgery and thv was explanted.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve embolized due to a loss of capture during pacing. While attempting to bring the embolized valve into the descending thoracic aorta, the team was unsuccessful. Therefore, they attempted to oppose the valve in the ascending aorta, but after increasing the volume in the inflation device, the balloon ruptured at full inflation. As the team attempted to remove the delivery system, the balloon would not enter the esheath, and the esheath started to split at the distal tip. The devices were then attempted to be remove as one unit, but this was unsuccessful. A vascular surgeon was called, and the balloon was removed through cut down. While prepping a second valve, the loader cap diaphragm wouldn't stay in place. The patient was converted to surgery and thv was explanted. Per pre-decontamination observations, the 26mm commander delivery system was returned and the balloon was torn at the ic bond. The inflation balloon subassembly was detached and returned separately in a jar, and the distal tip of the nosecone and inflation balloon were returned separated. A longitudinal burst was seen on the inflation balloon throughout the entire length to the balloon wings.

Manufacturer narrative:
Correction to b5 and h6 based on pre-decontamination observations.

Manufacturer narrative:
The complaints for balloon burst, difficulty to withdraw system through esheath, distal tip separated during use were confirmed by visual inspection of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The case notes revealed there was present calcium in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. This event reports a distal tip separation that was observed during product evaluation upon return of the complaint device to edwards that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.